Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: technical event 232008 and 232035 (pfilter selftest failed) identified on the unit during startup. No patient involvement.

Event description:
The following was reported to hamiton medical ag: technical event (B)(4) (pfilter selftest failed) identified on the unit during startup. No patient involvement.

Manufacturer narrative:
The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause of the event was determined to be a defective filter pressure sensor board and/or a defective control board. In consequence (correction) the filter pressure sensor board and the control board were replaced. There was no patient or user harm reported.